Event description:
The advocate stated the customer's blood glucose was tested using her contour meter and the reading was 380 mg/dl. Her glucose was retested using another meter and the reading was 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.